Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 7:00am at home. Caller stated that the end-user tested his blood glucose with his prodigy meter and received a result 380mg/dl. A normal result for that time of day is usually around 140mg/dl. Caller stated that the end-user took glimepiride and ate 2 slices of soy bread and water prior to seeking medical attention. Caller stated that the end-user did not have any symptoms. Caller stated that the end-user was driven to (B)(6) located at (B)(6). Upon arriving at the hospital, the end-users blood glucose was tested and got a result of 112mg/dl. Caller stated that no treatment was received, and the end-user was not admitted. Caller was advised that the end users test strips are expired and to never use expired products. No additional information has been provided.